Manufacturer narrative:
This is the fifth complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. One wet and surgically used sample was returned for evaluation. The sample was functionally tested without flushing the sample, the sample failed to prime generating an error code of 164; this slow venting error code is common when the vent chamber contains excessive amounts of post-surgical residue. The device was flushed with clean water and functionally tested again. The sample primed successfully and was able to reach maximum vacuum levels. The root cause of the customer's complaint could not be established; the returned sample met specifications after the device was purged. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air was mixed into the aspiration line and aspiration was not working during a cataract procedure. The issue was resolved by replacing the product. There was no harm to the patient. Additional information and product sample have been requested.